Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6, h10. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a procedure, the sheath tubing separated from the hub upon attempting to (dc) discontinue the groin sheath post procedure. Leaving only the plastic sheath tubing in the body. The disconnected sheath tubing was able to be retrieved out of the patient's groin before it had a chance to migrate elsewhere both times.